Event description:
During an atrial fibrillation procedure, a blood leak occurred. After placing the sheath, and inserting a catheter into the sheath, blood began to leak from the hemostasis valve. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient. No transseptal needles were inserted into the sheath. No additional femoral vein puncture was required for replacing the sheath.

Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.